Event description:
The customer reported via telephone call that the insulin pump is cracked at the reservoir compartment. The blood glucose reading was 200 mg/dl. The customer was not sure of how the damage occurred. The customer reported that earlier in the day the blood glucose was 47 mg/dl and the customer ate a little more and felt fine. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot at the battery tube threads area, and a cracked display window corner.